Manufacturer narrative:
Product was not returned to manufacturer for examination. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As indicated into surgical technique the implant size selection is made by different trial steps (width & depth determination & trialing) and must be verified under x-rays images. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the root cause is related to a mishandling during trialing: incorrect size selection. The investigation found no evidence to indicate a device issue. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : prosthesis chosen to large. From information provided, "the surgeon used the trial but when he was inserting the implant, it was too large for the space and the doctor decided to go one size smaller" surgery was completed successfully with another device of different size . No information provided on patient or surgery .